Event description:
The user facility reported to olympus that the evis lucera colonovideoscope cut off during a colonoscopy procedure and only had one light working. The procedure was completed but unknown if it was with the same or a similar device. There was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, it was observed that foreign debris was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to b5, a white fibrous material was found blocking the air/water nozzle. Confirmed this foreign material did not originate from the device. Further evaluation of the device found a chipped light and optical cover glass, light and optical cover glass adhesive is worn, distal end adhesive is lifting, insertion tube protector is split, the control body aspiration and air/water housing is worn. The up/down/right angle is not to specification and play is evident. There is a blockage with the air and water channel volume. The water flow, water removal and electrical safety test is not to specification. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, a) and b) are presumed to be the causes of foreign material clogging the nozzle. C) the brush was damaged when brushing the air/water valve, and the bristles of the brush got into the air/water channel, causing the nozzle to become clogged. D) lint is generated due to the use of gauze etc. For the reprocessing, and it enters the air/water channel and clogs the nozzle. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." " inspection of the channel cleaning brush (bw-20t, except sif-q260) (bw-9y, for sif-q260 only) check for debris on the shaft and/or in the bristles of the brush head "inspection of the channel-opening cleaning brush (mh-507) check the brush head for loose or missing bristles" "thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." Olympus will continue to monitor field performance for this device.